Manufacturer narrative:
The customer reported complaint of autopulse platform system (sn (B)(4)) displayed 'system error, out of service, revert to manual CPR' was confirmed during functional test and per archive data. The root cause was due to a damage processor board. During visual inspection, there was no physical damage observed on the autopulse platform. Functional test could not be performed due to autopulse platform displayed 'system error, out service, revert to manual CPR' error message upon powering up the device. The archive log file was corrupted due to the system error latch 136, it could not be downloaded. This confirmed the customer reported event. The processor board was replaced to correct this issue. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with sn (B)(4). Per review of the zoll medical review assessement, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, when the autopulse platform used in a patient resuscitation under the rain, the autopulse platform stopped and displayed a system error message. The user reverted to manual CPR. The patient was pronounced dead. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
It was reported that during a resuscitation case under the rain, the autopulse platform system (sn (B)(4)) displayed 'system error, out of service, revert to manual CPR' error message prior to delivering compressions. User reverted to manual cardiopulmonary resuscitation (CPR) . Patient did not establish return of spontaneous circulation (rosc) and expired. No further information provided as to the cause for patient death.